Event description:
Damage to the screen, along with an unresponsive touchscreen, was reported. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.